Event description:
New information received notes that when the asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed again on stored egms. Device was reprogrammed again. Patient remained asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic, non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. Programming changes were made.